Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the suture from the footprint anchor broke when it was being tightened. All the broken suture pieces were removed from the patient by tweezers. The procedure was completed with a surgical delay greater than 30 minutes using a back-up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H11: corrected information in d4 (lot no. And exp. Date) and h4 (mfg. Date).

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the fractured anchor but no suture material. The anchor is fractured at the distal end of the suture window and the distal tip was not returned. There is debris on all returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specifications found a material certificate of analysis is required with each lot. A review of the anchor material specifications found that the storage requirements, and applicable tests were appropriately specified. A material certificate of analysis is required for the raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.